Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-62 - user had poor technique. Test strip (B)(4).

Event description:
Consumer reported complaint for e-3 error code. Daughter is calling on behalf of the customer. The e-3 error occurred when the blood sample was absorbed. The customer was using improper testing technique. During the call on (B)(6) 2018, a blood test was performed by the customer non-fasting and produced test result of 334 mg/dl non-fasting. At the time of the call, the customer felt well and did not report any symptoms. Daughter stated that customer was hospitalized from (B)(6) 2018. Customer had gotten into an argument with a family member and shortly after customer had blurry vision and had fainted. The customer's blood glucose test result when at the hospital was 441 mg/dl fasting. The diagnosis was hyperglycemia and hypertension and customer had insulin administered every hour. New medication, insulin, had been suggested by healthcare professional. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 09/15/2019 and open vial date is 07/12/2018. The meter memory was not reviewed for previous test result history.